Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead exhibited noise. The lead is scheduled for revision in the future.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 16 cm distal to the is-1 connector pin. In addition, abrasion marks along the lead body were observed. Between approx. 20 cm and 22 cm distal to the is-1 connector pin, the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images confirming this assumption were not available for analysis. Furthermore, cuts in the insulation and a bend in the distal part of the lead were noted. These damages resulted most likely from the explantation procedure. Blood penetrated the lead. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.